Event description:
It was reported that the pump had error code 46516. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed. Powered on pump and error 46516. Cleared error code, did not clear the error. Installed software version: 97-0635-010600-01(p). Error code 46510. Replaced printed wiring assembly (pwa) main board. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.